Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a patient received a revision surgery, due to a broken post on the journey bcs poly. A new revision journey poly and a gii resurfacing patella were put in. The outcome of the patient is unknown. No additional information was provided.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, upon opening the knee it was noted that the insert post was broken; therefore, a new revision journey poly and a gii resurfacing patella was implanted. It was communicated that no further information will be provided; therefore, the root cause could not be fully evaluated. The patient impact beyond the reported events could not be determined. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.